Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 110959 - the dentist reported that 4 months after the dental implant was installed in intraoral region #3 it was verified its non-osseointegration . 35 ncm of primary stability was achieved and immediate load was not executed.